Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic representative found critical battery error in the logs. Site reported sometimes leaving the imaging system on overnight; medtronic representative advised the site to discontinue this practice. Charger voltage was within specification. Motion batteries were slightly below specification. Replaced motion batteries and imaging system performed as expected. Return requested. Eight replacement (B)(6) 12v batteries shipped to site 02/24/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, after images were acquired, they were moving the imaging system out of the operating room and it shut-down. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.